Manufacturer narrative:
Product event summary:the full lead was returned, analyzed and anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's right ventricular (rv) lead was not sensing the r waves in the bipolar pacing configuration, and dislodgement was confirmed by x-ray postoperatively. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.